Event description:
Procedure type: lap appendectomy. According to the reporter: the endogia ultra with (B)(4) reload was fired across base of appendix. Stapler was removed and surgeon noticed the ceacum was not stapled closed. Fired two more across base of appendix with same result, ceacum was not stapled closed. Surgeon had to convert to open to repair damage to ceacum. This event resulted in the extension of the original incision by 2.54 cm or more. Pt status is reported as fine. The case was extended by more than 30 mins.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.